Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-2324pslc peek-swivelock plastic sheath did not allow the anchor to advance far enough into the patient's bone. Everything was removed from the patient. The case was completed using an ar-2323bcc biocomposite swivelock. This was discovered during a brostrom repair procedure on (B)(6) 2024. Additional information received on 9/9/2024: the case was delayed about five minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.